Manufacturer narrative:
Based on the investigation details there is no evidence to conclude that the v-patch mesh was the cause of the patients abscess. All atrium medical mesh products are provided sterile. Clinical evaluation: c-qur v-patch is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. Any surgery that causes a break in the skin can lead to a postoperative infection. Microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. Any infection may cause redness, delayed healing, fever, pain, nausea, tenderness, warmth, or swelling. Other risks for infection include the compromised patient, elderly and/or overweight patients, weakened immune systems and diabetes. Most infections can be treated successfully with antibiotic medications. Sometimes additional surgery or procedures may be required. An abscess is a pocket of pus. An abscess can develop almost anywhere in your body. When an area of your body becomes infected, your body's immune system tries to fight the infection. White blood cells go to the infected area, collect within the damaged tissue, and cause inflammation. During this process, pus forms. Pus is a mixture of living and dead white blood cells, germs, and dead tissue. Bacteria, viruses, parasites and swallowed objects can all lead to abscesses. Skin abscesses are easy to detect. They are red, raised and painful. Abscesses inside your body may not be obvious and can damage organs, including the brain, lungs and others. Treatments include drainage and antibiotics. Problems after hernia repair are usually related to using a mesh product that is too small or to the fixation method and technique. It may also be related to non-compliance with activity limitations post operatively. Other factors that contribute to the outcome of hernia repairs are the patient's weight and medical comorbidities such as morbid obesity, diabetes and a history of smoking. The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs. The patient should be advised to contact the physician should an adverse reaction occur.

Event description:
Hospital reported multiple infections over the last three years. Patient needed surgery to drain an abscess and now requires prolonged vac dressing therapy. Sepsis requiring antibiotics, drainage of an abscess in the operating theater under a general anaesthetic.